Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The customer was provided with a replacement battery to resolve the reported issue and the device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.